Event description:
It was reported that the tubing was crimped/kinked near the slide lock of a vented solution set. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported a lot number of 4117025; however, this lot number is not recognized by baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.